Event description:
A surgical tech reported that during surgery, no footswitch functions were available. The footswitch was exchanged and the surgery was completed with no harm to the pt.

Manufacturer narrative:
The facility did not request svc, however a replacement footswitch was ordered, and the non-functioning footswitch has been returned to the MFR. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).